Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 180 mg/dl. During troubleshooting, device did not alarm no delivery alarm with manual prime. After troubleshooting, customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.